Manufacturer narrative:
Covidien reference #: (B)(4).

Event description:
The customer reported that an 840 ventilator had a blank screen. The malfunction did not occur during patient use. The customer replaced the graphic user interface (gui) printed circuit board assembly (pcba). The device passed self-testing.